Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
Pt reported that she has experienced elevated blood glucose over the past month and believes the insulin delivery of the infusion device is too low. Pt reported the boluses administered via the infusion device do not correct her blood glucose as well as an insulin pen. No errors or alarms were received on the infusion device. The adapter and battery cover on the infusion device had never been changed. Pt's physician increased her basal rates to rule out a therapeutical issue, but she still experienced hyperglycemia of up to 531 mg/dl. Pt used the infusion device for the basal rates and delivered boluses via an insulin pen, and her blood glucose normalized. She then delivered a bolus via the infusion device, and blood glucose increased to 332 mg/dl 2 hours later. Pt had the flu 2 weeks ago but was "fine" shortly after. No other lifestyle changes were reported. The infusion device was requested for eval. No add'l info was provided.